Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are close to having the implant for 10 years. They did not have time to sit for 8 hours to recharge their implant. Pt then stated the implant is on their left side and said anytime they breathe or move, it would move the recharger so it wouldn't be in the right position, it would lose signal, and it would get too hot so they would have to take it off, let it breathe, put it back on, and go through the same process again. Asked about external equipment that was sent, pt stated the equipment won't do them any good until they meet with their healthcare provider (hcp) and the manufacturer representative (rep) the doctor was going to have at an appointment. Pt stated they're going to ask the hcp to move the ins anyways because it is in a bad spot and they need to breathe while they are recharging the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per call to the patient (pt), confirmed that they had a medtronic pain stimulator system implanted. No information on device and date of implant. During call, patient confirmed that the implanted system died and confirmed that it is taking too long to charge that causes inconvenience to the pt. No other information provided. Still researching for the sn. Will update the comment once research has been completed. After exhausting all possible attempts, unable to verify any device and lead sn for the pt. Created an unknown device set and set to inactivated already. No symptoms were reported. Information was received from a patient regarding their implantable neurostimulator. The reason for the call was patient reported that since they had the implant, they were having a hard time charging the ins. Patient stated that it would take them 8 hours because their implant was on their side and when they breath they lose connection. Patient stated that they lost all their equipment and need replacement as well as their serial number. Agent reviewed replacement process and provided patient with sunmed's phone number. Agent also reviewed MRI guidelines with patient. Agent also sent a request to repair to replace the patient's belt, recharger and ac power supply. Patient did not have their serial number on diq. Agent warm transferred patient to prs to assist with the look up. Patient stated they had an appointment with their doctor on the (B)(6). Patient also stated they were implanted last 2016.